Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage and loaded voltage were within specific range. No power loss alarm noted during testing or in the device trace download. Device was monitoring no unexpected device heating up noted. Device passed the self-test. The following were noted during visual inspection: faded serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had swollen keypad and it was overheating. Customer was calling after performing previous troubleshooting. Customer was advised to return both the insulin pump and battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.